Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a faulty sewing ring during the procedure that seemed like an assembly error. As the surgeon was about to attach the sewing ring, it was noted that the felt was pulling away from the metal on the sewing ring. The sewing ring was not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the sewing ring was not returned for evaluation. The reported event of sewing ring damage could not be confirmed due to insufficient evidence. Review of the inspection records confirmed that the sewing ring met all requirements prior to release. Based on historical review of similar events, events involving fabric de-laminating the ring are most often attributed to deviations from procedure during the manufacturing process. If information is provided in the future, a supplemental report will be issued.